Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure performed on (B)(6) 2022. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip was unable to detach from the catheter to deploy. The procedure was completed with another resolution 360 clip device. There were no patient complications have been reported due to this event.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Block h6: medical device problem code a15 captures the reportable event of clip unable to release from the catheter. Block h10: investigation results the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the device was returned without the clip assembly. The device had evidence of a full deployment. Microscopic examination was performed, and it was found that the bushing had hit marks. Dimensional examination was performed on the bushing outer diameter, and it was found to be within specification. A dimensional analysis was also performed between the hooks of the bushing and the pin gage, and both were noted to be within specification. No other problems with the device were noted. The reported event was not confirmed. Investigation found that the bushing had hit marks, this is likely due to the interaction between the yoke and the capsule while trying to deploy the clip. The device was returned without the clip assembly and it is important to mention that the presence of this component is very important to the investigation in order to analyze any failure that could contribute with the problem faced by the physician. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure performed on (B)(6), 2022. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip was unable to detach from the catheter to deploy. The procedure was completed with another resolution 360 clip device. There were no patient complications have been reported due to this event.